Manufacturer narrative:
H3, h6: the navio surgical system us, pn: npfs02000, sn: (B)(6) used in treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. The case files were not provided, therefore the generation of the entire tibia mesh could not be confirmed. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. Although the reported issue could not be confirmed, the most likely cause of the entire generation of the tibia bone mesh is a known software bug that has been identified and investigated by the software engineering team. No containment or correction is required.

Event description:
It was reported that during a navio procedure, the system would not map the tibia correctly. It projected a preformed tibia instead of the gray mesh to be colored in. They were able to move on and continue with a delay of fewer than 30 minutes. No other complications were reported.